Event description:
This report is being conservatively filed against the steerable guide catheter for the atrial septal defect and treatment of. Crd_947 - repair mr ide study patient ID: (B)(6). It was reported that on (B)(6) 2023, the patient presented with degenerative mitral regurgitation (mr) with posterior leaflet 2 (p2) flail. Two mitraclips were successfully delivered and deployed, reducing the mr to grade 1+. Starting in (B)(6) of 2023, the patient was placed on oxygen. Specifics were not available for this november incident. On (B)(6) 2024, the patient arrived for their one-year follow-up with shortness of breath along and hypoxia (blood oxygen below 80%). Per imaging, an eccentric jet with moderate mr and mild-moderate mitral stenosis were noted. Worsening congestive heart failure was diagnosed. On (B)(6) 2025, the patient was admitted to the hospital with dyspnea, diagnosed with chronic obstructive pulmonary disease (copd) exacerbation. Worsening acute on chronic congestive heart failure was noted. Medications and oxygen were provided as treatment. Atrial flutter and av block were observed on the electrocardiogram (ECG). On (B)(6) 2025, severe aortic stenosis, moderate mitral stenosis, moderate mitral regurgitation, severe tricuspid regurgitation, and severe pulmonary hypertension were noted. The patient had been discharged from the hospital. On (B)(6) 2025, the patient was admitted to the hospital for a total aortic valve replacement. A non-abbott device was placed. Atrial flutter had been noted. On (B)(6) 2025, the echocardiogram showed an ejection fraction of 60%, mild mr, moderate tr and the patient was discharged from the hospital. On (B)(6) 2025, the patient was admitted to the hospital with shortness of breath, chronic obstructive pulmonary disease (copd), congestive heart failure, pulmonary congestion, pulmonary hypertension, acute kidney injury with chronic kidney disease, hospital acquired pneumonia, mild-moderate mr and severe tr. On (B)(6) 2025, severe mr was noted. On (B)(6) 2025, atrial flutter was treated with cardioversion. On (B)(6) 2025, the patient was admitted for another mitraclip procedure. Per physician, the recurrent mr, treated with a second procedure was unrelated to the index procedure clips. There was no device malfunction. Another mitraclip (xt) was placed lateral the previously implanted clip, reducing the mr to mild-moderate. Following, the patient had gone into acute hemorrhagic shock, chronic respiratory failure with hypoxia, emphysema and fibrosis. Red blood cells and vapotherm were provided as treatment. On (B)(6) 2025, the patient had become septic with severe sepsis diagnosed. IV antibiotics provided. Following, pneumonia of the left lower lobe as diagnosed due to the infectious organism. On (B)(6) 2025, atrial fibrillation was noted. On (B)(6) 2025 atrial flutter was noted. Following days atrial flutter with rapid ventricular response and a percutaneous ablation was performed on (B)(6) 2025. On (B)(6) 2025 a bidirectional interatrial shunt was noted and on (B)(6) 2025, a successful asd closure was performed with an occluder device implanted. Per physician, the shunt was unrelated to the steerable guide catheter and unrelated to the mitraclip. The sgc is being conservatively captured against the asd and treatment of. Ablation for atrial fibrillation was also performed. On (B)(6) 2025, the patient passed away. Reportedly, the primary adverse event that led to the patient¿s death was progressive lung disease/codp. Per physician, the death was unrelated to any mitraclip/sgc device. Per physician, the events were unrelated to the mitraclip devices. The asd with repair was deemed unrelated to the sgc.

Manufacturer narrative:
The clip device mentioned in b5 has been filed under a separate medwatch report. The device is not returning for analysis. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The devices were not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint devices was not provided. The investigation was unable to determine a cause for the reported perforation. Perforation is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstance as an atrial septal defect (asd) closure was performed with an occluder device implanted. There is no indication of a product issue with respect to manufacture, design, or labeling.